Event description:
It was reported that the pt was explanted, on (B)(6), 2014, from a ci with a standard electrode array and re-implanted with a brainstem implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.